Manufacturer narrative:
H10: the actual device was not available; therefore a device analysis could not be completed for that sample. However, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional test including pressure and clear passage tests were performed which revealed no flow in the clear port of the filter with solvent. The reported condition was verified on the companion sample. The cause of the condition is related to production during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set would not flow. The event was further described as the medication would not flow past the filter chamber. This issues was identified during priming. There was no patient involvement. No additional information is available.